Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons. Biomet products were implanted. Patient was further revised on (B)(6) 2015 due to a fractured taper junction. Competitor products were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."